Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. Analysis found that a complete lead was returned in one piece measuring 46.0 cm with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.